Manufacturer narrative:
Based on an FDA audit and the auditor's interpretation of the regulations and invacare's intent to follow the law, we are filing this MDR. Product has not been returned for evaluation at this time. Conversation with father indicates a potential modification to the chairs wiring. Malfunction not confirmed MDR filed as a conservative measure.

Event description:
The consumer states he was driving his chair and received a joystick error. The chair was allegedly uncontrollable at that point by the joystick, causing the consumer to hit a curb and be thrown from the chair. No injury is alleged.